Manufacturer narrative:
Valve UDI: ((B)(4). Per the instructions for use (IFU), arrhythmias and conduction system defects (which may require a permanent pacemaker) are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Slow heart rates or bradycardia have many potential causes including disturbances in automaticity and conduction, medications including general anesthesia, electrolyte imbalances, advanced age, and cardiac diseases. If this cannot be managed with medication, permanent pacemaker implantation may be necessary. In this case, the mechanisms described above and the patient¿s pre-existing lbbb are likely contributing factors to the complete heart block. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Patient received a 26 mm s3 with a good result. Baseline lbbb with no new conduction changes after valve implant, but 6 days following tavr that patient had a bradycardic and syncopal event while at home. Medical records indicate patient had a bifascicular block and intermittent complete heart block with a wide complex escape rhythm. The patient received a dual chamber ppm and was discharged home the following day. The perceived root cause is the patient's medical history and lvot ca++.